Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the transducer does not thread into the pressure port with a good seal. There have been increased instances of detached arterial and venous chambers. Additional information requested but to date has not been obtained.